Manufacturer narrative:
Returned device consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded with blood in the wire lumen (shaft). The tip, balloon, inner/outer shaft and hypotube were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube, and a complete separation in the hypotube located 54.3cm from the strain relief. The fracture faces of the hypotube were ovalized, as if kinked prior to separation. Inspection of the rest of the device found no other damage.

Event description:
Reportable based on device analysis completed on 14-may-2019. It was reported that crossing difficulties were encountered. The 24x3.5mm target lesion was located in the moderately tortuous and severely calcified left main coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated.